Manufacturer narrative:
The customer's reported problem was confirmed. Upon visual inspection the service technician noted that they replaced the logic board due to intermittent error 221.2020. The proximate cause of the reported issue was due to circuit failure of the logic board assy lvp 8100 m2. A review of the device history record for (B)(6) was performed from date of manufacture 10/10/2019 to the present date 11/11/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device had error code 221.2020. No patient involvement was reported.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that the device had error code 221.2020. No patient involvement was reported.